Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had angina. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification 2) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 16mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilation and placement of a 3.00x20mm ion stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2009, the patient was diagnosed with angina. In (B)(6) 2009, angiography without revascularization was recommended. In (B)(6) 2009, the event was considered as resolved without residual effects.

Event description:
It was further reported that in (B)(6) 2009, coronary angiography identified diffuse non-obstructive coronary artery disease and no significant restenosis within the study stent in the mid lad. The core lab report on (B)(6) 2009, noted 11.04% stenosis of the target lesion in the mid lad with no in-stent restenosis or thrombus present. Based on the angiography findings, the site changed the device relationship to "unrelated".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Event date: (B)(6) 2009. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).